Manufacturer narrative:
H4: the lot was manufactured from december 18, 2019 - december 19, 2019. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed evidence of a leak inside the bag that contained the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unknown location during patient infusion. The device was filled with 3816mg of fluorouracil in 0.9% sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.